Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited a shock impedance measurement of zero ohms on a non-boston scientific right ventricular (rv) lead as a result of electromagnetic interference (emi). Technical services (ts) was consulted and provided programming and troubleshooting recommendations. The plan was to bring the patient in for further evaluation at a later date. Additional information was received that this patient was brought into the clinic for further evaluation. It was noted that the non-boston scientific right atrial (ra) lead exhibited noise which was reproducible through isometric maneuvers. Additionally, pacemaker mediated tachycardia (pmt) was also noted as a result of the noisy signals. Additionally, during testing of the non-boston scientific rv lead, a high out of range (oor) shock impedance measurement was recorded. The health care professional (hcp) had noted that the patient was seen in clinic approximately one week prior after the first out of range shock impedance measurement was observed. The hcp reported the patient was showering at the time of the oor measurement. Technical services (ts) was consulted and provided troubleshooting suggestions. The physician opted to turn off tachy therapy for the patient and send the patient to undergo a chest x-ray for further evaluation of the leads. At this time, the device system remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited a shock impedance measurement of zero ohms on a non-boston scientific right ventricular (rv) lead as a result of electromagnetic interference (emi). Technical services (ts) was consulted and provided programming and troubleshooting recommendations. The plan was to bring the patient in for further evaluation at a later date. At this time, the device system remains in-service. No adverse patient effects were reported. Additional information was received that this patient was brought into the clinic for further evaluation. It was noted that the non-boston scientific right atrial (ra) lead exhibited noise which was reproducible through isometric maneuvers. Additionally, pacemaker mediated tachycardia (pmt) was also noted as a result of the noisy signals. Additionally, during testing of the non-boston scientific rv lead, a high out of range (oor) shock impedance measurement was recorded. The health care professional (hcp) had noted that the patient was seen in clinic approximately one week prior after the first out of range shock impedance measurement was observed. The hcp reported the patient was showering at the time of the oor measurement. Technical services (ts) was consulted and provided troubleshooting suggestions. The physician opted to turn off tachy therapy for the patient and send the patient to undergo a chest x-ray for further evaluation of the leads. At this time, the device system remains in-service. No adverse patient effects were reported.